Manufacturer narrative:
The customer emailed a medela clinician on (B)(6) 2015 that her new pump is working well and she took dicloxacillin and is feeling better. She has not reported any continued symptoms. The pump was returned to medela and evaluated by quality engineering on 11/09/2015; the evaluation showed that the pump passed all functional tests.

Manufacturer narrative:
The customer was sent a replacement pump. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service on (B)(6) 2015 that her freestyle hands free breast pump was not working properly due to her membranes breaking down. She also reported she had mastitis and was prescribed antibiotics from her physician.